Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high atrial tachycardia / atrial fibrillation (at/af) counter due to intermittent far field r-wave (f frw). Follow up concluded no intervention. The lead remains in use. No patient complications have been reported as a result of this event.